Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/04/2015-device evaluation: the pump has been returned and evaluated by product analysis on 01/20/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump powered on properly with audible tones and vibration. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no self-suspensions observed. The pump was also manually suspended and resumed with no issues. The complaint was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared discolored. Additionally, the battery compartment was observed to be cracked, and the casing was cracked near the display lens. Battery and cartridge caps were not returned with the pump; test caps were used to complete investigation.